Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that customer was taken to the hosp for diabetes ketoacidosis three times in the last month. Customer was admitted twice. Mother stated there is an occasional bent cannula, but only when customer inserts set in hip area. Troubleshooting was not performed, and nothing further was reported.